Manufacturer narrative:
Continuation of d10 - other medical products in use during the event include: product ID: d-evolutfx-2329 (unknown lot); product type: 0195-heart valves; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic valve replacement procedure, the valve was loaded into the delivery catheter system (dcs) without issue by a certified valve loader, hospital nurse. A pre-implant balloon dilation was performed with a 23mm non-compliant, non-medtronic balloon (manufacturer unknown). The dcs and loaded valve were inserted into the patient and navigated to the aortic valve in the heart. Upon the first deployment attempt, the implant depth of the valve was too deep and the valve was recaptured into the dcs. A second deployment attempt was performed with a good implant depth of 3mm. The dcs fully released the valve. The valve was well deployed and the frame was not constrained; however, there was "some" paravalvular leak. A post-implant balloon dilation was performed with a 23mm non-compliant, non-medtronic balloon. Temporary pacing was initiated and set to 180bpm. During deflation of the non-medtronic balloon, the valve implant team noticed a heartbeat had "slipped through" in between the pacing, which caused the non-medtronic balloon to dislodge and it dislodged the valve. The valve was snared and stabilized above the coronary arteries. A second valve was implanted using a new dcs.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.4 and h.6 image review: 2 fluoroscopic cine loops of the dislodged valve and final implant result were provided for review. Patient summary was not provided for anatomical review. Prosthetic valve migration/embolization is listed in the evolut¿s instructions for use as one of the potential adverse events and re positioning precautions. Migration / valve dislodgement of the tav can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-bav complications. One image shows the allegedly dislodged valve, which cannot be evaluated due to the lack of contrast. Another image shows the successful final implant together with the snared primary valve in the ascending aorta. Without further information, the valve migration/embolization cannot be assessed and the root cause be determined definitively. It¿s unclear if implant depth, unfavorable anatomical configurations, an unresolved infold or implant technique contributed to the valve dislodgement. Based on the provided information, the most likely reason for the dislodgement appears to be the reported extra-systole that ¿slipped through¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided stating the patient had little calcium on the annulus, which may have caused the valve to have less grip. The deployment starting point was at the bottom of the pigtail. Before the dislodgement, the valve was at 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). After the dislodgment, the valve was completely above the annulus. A non-medtronic guidewire was used. The paravalvular leak (pvl) prior to the dislodgement was mild. After the second valve was implanted, the pvl resolved.